Event description:
It was reported that patient underwent procedure utilizing the dual offset broach handle in 2009. During the procedure, the broach handle fractured in half. There was no reported delay or injury to patient.

Manufacturer narrative:
Urgent medical device recall was initiated in 2009, because the risks associated with the breakage of the instrument may include: if the broken handle were to slip, the patient, surgeon and/or attending nurse in close proximity may be injured; puncture or rupture of the skin may occur; increased risk of infection due to the above. This report filed may 8, 2009.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Lot # - correct lot number is 605420.

Event description:
It was reported that patient underwent procedure utilizing the dual offset broach handle in 2009. During the procedure, the broach handle fractured in half. There was no reported delay or injury to patient.

Event description:
It was reported that patient underwent procedure utilizing the dual offset broach handle in 2009. During the procedure, the broach handle fractured in half. There was no reported delay or injury to the patient.